Event description:
It was reported that the motor drive unit was not working. No case involved. Results of investigation revealed a jammed motor which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.